Manufacturer narrative:
A siemens customer service engineer ( cse) was dispatched to the customer site. The cse analyzed the instrument and performed a complete checklist of the instrument, ran the watertest, replaced the detent gasket as it was worn. The results of the water test were within specification. The cse ran the quality control material and all results were within their specifications. Siemens investigated the issue and determined that there was a singular patient sample involved in the event, and preanalytical sample quality issues should not be ruled out as a contributing factor for the discordant result. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated result was obtained on a patient sample for the human chorionic gonadotropin (hcg) assay on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s) and was questioned. The same patient sample was repeated three times on the same instrument, resulting lower. A corrected report was issues to the physician(s) there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg results.